Manufacturer narrative:
Updated fields - b4, b5, d9, g3, g6, h2, h3, h4, h6 (health effect ¿ clinical codes, health effect ¿ impact codes, type of investigation, investigation findings, investigation conclusions), h10. Getinge field service engineer (fse) found unit will not turn on.checked wall socket and cord, noticed cord was not fully plugged into unit. Cord was plugged in and started to charge, ran full pm test and unit is safe for use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit was not charging batteries. There was no patient involved.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that customer called tha, the cs300 intra-aortic balloon pump (iabp) unit was not charging batteries.